Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: the product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about two and a half years. At the most recent follow-up, however, the device reached explant. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption in a manner consistent with the lv capacitors advisory. Technical services (ts) indicated that there is sufficient reserve for the device to maintain normal therapy functions. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Evidence suggests that this device was explanted and replaced. The device has been received for analysis.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about two and a half years. At the most recent follow-up, however, the device reached explant. A save to disk was sent in for engineering analysis and it was confirmed that that there was an increase in power consumption in a manner consistent with the lv capacitors advisory. Technical services (ts) indicated that there is sufficient reserve for the device to maintain normal therapy functions. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Evidence suggests that this device was explanted and replaced.

Manufacturer narrative:
The returned teligen implantable device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. However, this particular device was not included in the advisory population. The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about two and a half years. At the most recent follow-up, however, the device reached explant. A save to disk was sent in for engineering analysis and it was confirmed that that there was an increase in power consumption in a manner consistent with the lv capacitors advisory. Technical services (ts) indicated that there is sufficient reserve for the device to maintain normal therapy functions. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.